Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, and (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and varied injuries are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Additionally, the patient's legal representative reported patient experienced the events of capsular contracture which caused pain (even resting), loss of aesthetic result and deformity in breasts, replacement surgery caused a lot of discomfort and pain and the patient was upset and emotionally shocked due to replacement surgery . After surgery, the cuts were opened, and several medications had to be used to close it, which has not completely closed yet. The patient could not drive, work or take a shower alone for two months, due to incapacity of raise the arms and pain in the back. Additionally, the patient is sad, depressed, upset and is ashamed of the own body. The device has been explanted.